Event description:
It was reported that while attempting to treat a tortuous proximal "rca" that had been predilated using another co's balloon which, dissected the vessel. A stent was used over the same guide wire to treat the dissection. The guide wire was removed from the pt where it was confirmed that the guide wire tip was left behind. The guide wire tip was not retrieved. The pt was reported to have no adverse reactions.